Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Upon visual inspection, it was observed that the header was firmly attached to the device casing, and no anomalies were found. The device underwent functional testing and baseline checks were completed with no evidence of failing conditions. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and it was planned for replacement. The lead was cut during extraction and thrown away after the explant procedure. The cardiologist also requested this implantable cardioverter defibrillator (ICD) device to be explanted and replaced on the same surgical intervention, even when it had a remaining longevity of 10 years. The reason for the ICD explant was not specified even after the surgeon contacted the cardiologist to confirm. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.the product has returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and it was planned for replacement. The lead was cut during extraction and thrown away after the explant procedure. The cardiologist also requested this implantable cardioverter defibrillator (ICD) device to be explanted and replaced on the same surgical intervention, even when it had a remaining longevity of 10 years. The reason for the ICD explant was not specified even after the surgeon contacted the cardiologist to confirm. No additional adverse patient effects were reported. The ICD is expected to be returned for analysis.